Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. No additional patient/event details have been provided to date, should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "by inflating the balloon with 45ml water, the white valve detached and the water leakage occurred through the valve." No patient harm was reported as a result of this product issue.

Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the device history records for lot# 13vm528516 and confirmed that the established manufacturing and inspection processes were followed. The batch record review indicated no discrepancies were found. 100% balloon inflation functional testing was performed through the luer lock on each of the assemblies. The retain samples were also reviewed and confirmed that the samples did meet product quality specifications. This issue will be monitored through the post market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).